Event description:
During initial testing at the user facility, the device did not detect air in line. There were no reports of any adverse pt events, while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd.